Event description:
Pt undergoing right thoracoscopy and lobectomy via endoscope. Surgeon using stapler to resect lung tissue. Instrument did cut tissue but failed to staple tissue when fired. Staples not released, so massive bleeding ensued. Procedure converted to open thoracotomy and pt transfused 4 units of blood. Pt taken to ICU post-op. Family informed of events by surgeon. Pt stable in ICU. Open thoracotomy and transfusions were necessary due to product failure. Stapler sequestered immediately and sent to ecri for product investigation. MFR notified. FDA medwatch report filed 8/23/96.